Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "failure error 210" at 10 minutes and 10,800 joules of use. The procedure was completed using a second fiber. Patient outcome: no report of patient injury.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached and not returned; the glass cap is fractured at the glue zone; the fiber is blackened at the location of the fracture; the heat shrink tube is melted/torn at the location of the fracture. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of " failure error 210" relates to a laser power supply issue not to a fiber failure; a fiber cap detachment was observed; the probable root cause of this failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.